Manufacturer narrative:
Batch review performed on 2 september 2019: lot 180394: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-12. No anomalies found in the batch. To date, (B)(4) items of the same lot have been already sold with another similar event reported.

Event description:
About 1 year and 1 month after primary revision surgery for knee pain. The reason of pain is unknown. Insert swap performed successfully.